Manufacturer narrative:
Failure event observed during analysis. A partial lead was returned in one piece measuring 5.2cm from the connector pin. Final analysis found full breach insulation degradation was noted at 4.5cm from the connector pin. Surface cracking to the outer insulation was noted in this location.

Event description:
This report is to advise of an event observed during analysis.